Event description:
During afib ablation procedure in ep, an 8f sheath that was inserted broke and needed to be retrieved with a snare. The 8f sheath that was inserted broke as provider was attempting to remove the inner part of it, migrated further into the vein, and became difficult to retrieve. As a result a 9f was inserted and procedure was able to be completed without complications or harm to patient. When 9f was removed, it was found to be bent in same location that the initial 8f broke.